Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion test too low was reproduced as false downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem 'had a failed downstream occlusion test too low' was verified during the event history log (ehl) review. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test (low) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.